Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices: pxc141000/#7369571, pxa230300/#06586506.

Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2011, the patient underwent another procedure to place an aortic extender, but just prior to deployment, the fellow advanced the cuff 2-3 mm proximally, resulting in partial coverage of the lowest renal artery. A stent was placed to protect patency of the renal artery. The patient tolerated the procedure.